Manufacturer narrative:
The tech found the power cord plug was wired incorrectly. The tech correctly wired the power cord plug to repair the bed.

Event description:
Info received indicates the ground loss light is on.